Event description:
The pharmacist of the hosp reported to the loan service that "the hook couldn't be returned as it got stuck into the nail."

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.